Manufacturer narrative:
Software issue.

Event description:
The customer reported an issue in cath lab 8, in which they are seeing false arrhythmia with intermittent dropped beats. There was no reported patient impact / injury. There was no adverse event involving a patient or user reported by the customer.